Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that the patient was experiencing pain at the drg ipg battery site. As a result, battery pocket was relocated on (B)(6) 2017 to resolve the pain issue.